Manufacturer narrative:
Device received with full segment display due to problem isolated to interface board. No audio/beep anomaly noted. Unable to verify watchdog timeout due to full segment display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a program alarm anomaly alarm and a constant tone. Customer's blood glucose was 169 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.